Event description:
History of non-compliance managing anticoagulation in spite of attempts by coordinators. Presented with huge power spikes, final diagnosis of pump clotting off. Hemodynamic stability with dobutamine and turning off pump. Plan for explant.